Event description:
Material# (B)(4) batch# 3299631 it was reported by customer that the pharmacy technicians found black particles in the sterile package. Verbatim: rcc received a complaint via phone. Pir attached product complaint - customer called to report that one of the pharmacy technicians found black particles in the sterile package of the 18 g x 1 in bd precisionglide¿ needle - 305195 lot 3299631, there are several needles in the package with this issue through out the pharmacy and the lot in stock has been sequestered. Sample is available, no pt harm, date of event (B)(6) 2024.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported black particles were found in the sterile package. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. One packaging blister has a dark colored particle that is 1/64" in size. No other defects or imperfections were observed. This defect could occur if, after a repair or preventative maintenance to the packaging equipment, cleaning was not effective inducing the foreign matter in the blister. A device history record review was completed for provided material number 305195, lot 3299631. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging process was performed, and no foreign matter of any kind was observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received: material# 305195 batch# 3299631 it was reported by customer that the pharmacy technicians found black particles in the sterile package. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint - customer called to report that one of the pharmacy technicians found black particles in the sterile package of the 18 g x 1 in bd precisionglide¿ needle - 305195 lot 3299631, there are several needles in the package with this issue through out the pharmacy and the lot in stock has been sequestered. Sample is available, no pt harm, date of event 04/01/2024.